Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for high impedance and exhibited unstable thresholds with intermittent loss of capture. The lead was reprogrammed to unipolar, but it was observed hours later with no capture. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.